Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿tears on the power cables that are leaking black and green fluid¿ could not be confirmed through this evaluation. However, previous complaint history has determined similar reported event of green liquid substance is the result of accumulated moisture underneath the permeable outer grey insulation that reacts with the underlying shielding/construction. Similar events are being monitored. Attempt was made to obtain additional information from the customer regarding the return status. Additional information communicated on (B)(6) 2021 indicated the system controller was disposed of and will not be returned. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6) ) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. Heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ informs the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. Under section 6, entitled ¿caring for the equipment¿, addresses the cleaning and caring for the equipment that include cautions regarding submersion of the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) ) was shipped to the customer on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller was replaced due to tears on the power cables that were leaking black and green fluid.